Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using lighting aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), and a penumbra engine (engine). During the procedure, the lightning microprocessor indicator light turned red during the middle of the case. Therefore, the technician disconnected the lightning and flushed the tubing using a 30 ml syringe and a three-way stopcock. The lightning was also unplugged and plugged into the engine multiple times; however, the issue persisted. Therefore, the lightning was removed. The procedure was completed using a second lightning and the same cat12. There was no report of an adverse effect to the patient.